Event description:
It was reported that a patient presented to the emergency room (ER). Upon examination, the patient's right ventricular (rv) lead was found to have exhibited loss of capture caused by dislodgement. The rv lead was repositioned on (B)(6) 2022. No patient consequences were reported.